Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer' granddaughter reported via phone call a bolus anomaly. Blood glucose at the time of incident was 389mg/dl. Granddaughter called in for assistance to set up the customer pump. She inquired if the bolus process. Granddaughter stated she was the insulin pump was not letting her deliver or adjust the amount of units to bolus. Troubleshooting educated the granddaughter on how to set it up. Granddaughter stated it did not work. The insulin pump cleared out the setting when pressing the act button. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer declined changing the insulin pump. The device will not be returned for analysis.